Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dair procedure (bearing change and washout) of left lcs tkr involving revision prosthesis details unknown. The procedure appears to be on a previously revised tkr. Sales rep did not attend the case and had limited knowledge of the case and any detail except that the bearing was removed and the knee washout for infection. The implant had stems attached to modular revision lcs femur and mbt rp tibia but no actual details.